Event description:
Procedure type: low interior resection with end-to-end anastomosis. According to the reporter: after closing colon with ta stapler, fired the eea stapler but the staples did not form and the tissue did not cut. No bleeding occurred as a result. A new instrument was used to complete the procedure. No patient injury was reported.